Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit and found the dog-bone filter to be bad. The air diss assembly was replaced and the unit was tested and the operational verification procedure was performed. The unit passed all tests and was placed back into service. (B)(4).

Event description:
During pre-use the unit is displaying loss of air and the compressor does not cycle on. There was no patient involvement in this incident.